Manufacturer narrative:
The customer¿s report of a leaking extension set was not confirmed. Visual inspection of the set did not reveal and discernible damage or abnormalities. Functional and pressure testing resulted in no leaking. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a syringe extension set leaked. There was no patient harm.